Manufacturer narrative:
(B)(4). The customer discarded the reagent pack.

Event description:
The customer initially complained that a reagent pack for vanc2 vancomycin (vanc2) would not hold a calibration on the cobas 6000 c (501) module. The customer calibrated on (B)(6) 2018 but qc results were out of the acceptable range on (B)(6) 2018. After recalibrating on (B)(6) 2018, qc results were back within the acceptable range. On (B)(6) 2018 qc was out of the acceptable range again. The customer disposed of the vanc2 reagent pack and replaced it with a new one from the same lot and qc results were acceptable. The customer complained that discrepant results were obtained for 3 patient samples tested on the reagent pack that had been discarded. Patient 1 initial vanc2 result was < 1.7 ug/ml. The sample was repeated on the same c501 module and the result was 5.0 ug/ml. Patient 2 initial vanc2 result was < 1.7 ug/ml. The sample was repeated on the same c501 module and the result was 6.0 ug/ml. Patient 3 initial vanc2 result was 3.5 ug/ml. The sample was repeated on the same c501 module and the result was 8.0 ug/ml. The incorrect results were reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The c501 module serial number was (B)(4). The customer declined a service visit since the new vanc2 reagent pack worked fine. The customer thinks the issue was due to a "bad" reagent pack.

Manufacturer narrative:
The customer has had no further issues since the reagent pack was replaced. The investigation was unable to find a definitive root cause.